Manufacturer narrative:
Section d4: additional information. Sections e2, e3: correction. Manufacturer's investigation conclusion: a correlation between the device and the reported issue with the patient's volume could not be conclusively determined through this evaluation. Log file evaluation confirmed the reported power elevation exceeding 10w. Data from an epc showed that between day 927 and 928, multiple elevations in power were observed in the range of 9.2-18w, which occurred during pi events. The hmii IFU explains all pump parameters including power, flow and pulsatility index. Pump power is a direct measurement of motor voltage and current. Changes in pump speed, flow or physiological demand can affect pump power.it also explains that if the system detects a pi event, the pump speed will reduce to the low speed limit and slowly ramp back up by design, which may cause a transient elevation in power. Pi events are captured when the system observes sudden and substantial changes in the pulsatility index. Sudden changes in a patient's volume status, arrhythmias, or sudden changes in power or pump speed are some of the various reasons pi events may be initiated. Despite the varied pump power, the system operated as intended at or above the low speed limit for the duration of the log file with no atypical alarms captured. The patient remains ongoing on vad support with no further related issues reported. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the cause of pulsatile index (pi) event seemed to be volume related. Heparin and volume was added, and pi events were decreased. The volume was added little longer and now the events resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that log files submitted were submitted for review due to elevated pump power that exceeded 10 watts. During the analysis of the log file 106 pulsitile index (pi) events observed that occurred over a 31-hour period. The elevated powers were associated with pi events. Additional information was requested however not provided.